Event description:
The event is reported as: the tubing on the product was melting about 12 inches from the column. No pt injury reported.

Manufacturer narrative:
The device sample is not available for evaluation. Evaluation: method - other - no sample returned. Visual evaluation done from pictures sent to MFR. A functional test was done to a finished good sample. Results - other - visual exam of pictures revealed the corrugated tubing was found melted. Damage was located in the middle of the tube. Functional test performed on finished good revealed the MFR was unable to reproduce the failure mode. Conclusion - other - root cause unk. Preventative action-inventory of the wire sub-assembly was visually inspected. The MFR has experienced customer complaints related to this issue. A CAPA (B) (4) was opened to address this issue.